Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device showed no atrial fibrillation (af) episodes in the counters even though the patient used the activator to record the episodes. Reprogramming was performed to turn off ectopy rejection. The device remains in use. No patient complications have been reported as a result of this event.